Event description:
The customer reported that the ventilator alarmed with low leak co2 rebreathing risk. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure analysis on the returned gas delivery system (gds) shows that tte air flow sensor u1 of the customer returned gds measured the air flow much too low. This led to the air flow accuracy test failing with too high delivered flow and to error code 1203 occurring. Replacing u1 resolved the problem, the ventilator passed the air flow accuracy test and error code 1203 did not appear anymore.